Event description:
Rptr blames her unsteady feet & constant pain on nearly a dozen 2-inch metal pins & bolts that spent 15 months in her spine after back surgery. Even though spine surgeons have used them for yrs in some cases, rptr & other pts are trying to sue some of the equipment's mfrs. She also wants to meet with other pts who had the screws implanted & have pain so she can lobby federal officials to take the bone screws out of drs hands. Long used in surgeries to repair other long bones such as those in arms & legs, the metal screws are used by almost every spinal surgeon in the world. The agency only yr agreed to let makers market the screws for use in spine surgeries similar to rptr's may 1993 surgery. The screws, however, have been ok'd since 1976 for other types of operations, including a small number of spin surgeries. Rptr, whose surgery was to ease back pain from a car accident, believes the FDA failed to protect pts. She said her physician never told her using the bone screws in the spine was not an FDA approved use for them. She had hers removed after hearing about other pts' problems & feeling increasing pain.